Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Prior to transseptal puncture (tsp), with all catheters/devices removed from the body, the patient experienced an arrythmia which was cardioverted to restore a normal rhythm. The procedure was continued, and the physician successfully implanted the 27mm closure device without any issue. Within 1.5 hours post procedure, when the staff attempted to extubate, the patient became hypoxic. The patient received a blood transfusion as a result of the low oxygen saturation, and shortly after the patient coded. Advanced cardiovascular life support (acls) was performed for approximately twenty (20) minutes, however the patient died. An official cause of death not provided/known.